Event description:
Tip broke in the labrum when the thread was passed without any excessive force. Metallic tip remained in the pt. Back-up device was available.

Manufacturer narrative:
Device has not been returned for evaluation. Device has been used in the field for over one yr without prior issues.